Event description:
Pt presented with pain and swelling between 3 and 5 months following a massive chronic rotator cuff tear in which the orthadapt bioimplant was used. The graft was subsequently explanted.

Manufacturer narrative:
The orthadapt bioimplant was used off-label for a massive chronic tear. Orthadapt is indicated for the reinforcement of soft tissues and is not intended to provide the full mechanical strength to support tendon repair of the rotator cuff. Results of evaluation of returned explant were inconclusive. The mfg lot and expiration date of the device were not provided. The manufacturer of the device at the time was pegasus biologics, inc.